Manufacturer narrative:
A visual examination of the returned device found that the syringe line was received with the handle and the handle had residue on it indicative of use. The proximal end of the suture thread was attached to the trip wire. The suture was broken and there were multiple kinks in the distal end of the trip wire. The proximal end of the trip wire could be cinched in the handle assembly. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The ligator head was not returned. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. A functional test of the handle was conducted however, a functionality analysis could not be conducted to confirm the defects on the ligator head; therefore a root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed a band and the band behind it slid up and rested on the tip of the ligator head. When another attempt to deploy a band was made, the band slid off the ligator head and fell off into the patient. It was reported that the third band was successfully deployed however, again the band behind it slid and rested on the tip of the ligator head. It also fell off when an attempt to deploy it was made. The case was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is (B)(6). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed a band and the band behind it slid up and rested on the tip of the ligator head. When another attempt to deploy a band was made, the band slid off the ligator head and fell off into the patient. It was reported that the third band was successfully deployed however, again the band behind it slid and rested on the tip of the ligator head. It also fell off when an attempt to deploy it was made. The case was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.